Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inadequate sensing was detected in the rv channel. The lead was explanted and discarded. No further information available.